Manufacturer narrative:
Investigation is underway.

Event description:
As reported by a field clinical specialist, approximately 7 years and 4 months after implant of 26mm sapien valve in the pulmonic position, the valve was found to have vegetation and stenosis. A tte performed reported interatrial septum (ias) bowing towards left atrium (la) consistent with elevated right atrium (ra) pressures and bioprosthetic pvr with mild pulmonic regurgitation and moderate right ventricle (rv) dysfunction. Three weeks later an intracardiac echocardiogram (ice) was done reporting the ias appeared normal with no intra atrial shunting at baseline by cf doppler but the potential for a probe patent foramen ovale (pfo). A large mobile echogenic mass visualized on the proximal edge of the right ventricle outflow tract (rvot) stent, consistent with vegetation. The valve leaflets themselves were visualized and appear to be nearly immobile and fixed. There was mild-moderate transvalvular pulmonic regurgitation. Peak velocity across the valve roughly 3 m/s.  Four months after tte, the patient underwent a valve-in-valve procedure a with a 26mm sapien 3 valve. Since the initial rv pressure was twice the systemic pressure, it was decided to balloon the stenotic sapien valve and placed a covered stent in an attempt to decrease the rv pressure before implanting the sapien 3 valve.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per literature review, prosthetic valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion.   Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve.  The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters.   Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote.   In this case, the cause of the valve stenosis after 7 years of the valve being implanted could not be determined; however, it is possible that the endocarditis could have contributed to the event. The source of the endocarditis was not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Additional information: the patient was diagnosed with endocarditis following ice which revealed vegetation distal to pulmonary valve. The patient was then treated with 6 weeks of IV antibiotics. Ice at time of the valve in valve showed resolution of vegetation. Post valve in valve procedure the right ventricle pressure decreased to to 2/3 systemic pressure. The patient was discharged to home on post operative day 1.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.